Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was treated for an elevated blood glucose (bg) over 700 mg/dl with ketoacidosis (dka), abdominal pain, extreme drowsiness, extreme thirst, excess urination, symptoms of dehydration (dizzy, lightheaded), shortness of breath, difficulty waking up, confusion and a large level of ketones associated with an alleged unusual issue with the pump. The type of pump malfunction was not specified. Reportedly, the patient was treated by a healthcare provider in an urgent care/clinic and was sent to a hospital where they were diagnosed with dka. The patient received intravenous (IV) fluids and food and/or drink as treatment. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed because the reporter did not have the pump with them therefore the unspecified pump issue could not be confirmed. It was reported that an unknown error occurred in the pump. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.